Event description:
It was reported that the recharger was not charging. It was noted that this had happened on the morning of the date of this report. The silver piece was stuck in the recharger. The patient was also having trouble with the recharger antenna cord. The wires were stressed. It was noted that the patient had put tape on it to make it stay in the proper place. The recharger was showing strange things. It was further noted that the screen would say 50% and was trying to go to 75%. The connection would then move and the patient would go down to 50%. It was noted that stimulation would turn itself off until she would charge it to 50%. Patient was unsure when this had occurred, it had occurred once. It was noted when it was charged it would come back on by itself. Patient was seeing all 8 coupling boxes darkened and the implantable neurostimulator (ins) battery was blinking at 75% mark. The recharger battery level was also at 75% full. It was further noted that on (B)(6) 2014 the patient had an accident with her medication. The patient had taken the wrong combination of medication and ended up wetting the bed. It was later reported that the patient had a strange sensation in their hands. The patient believed the symptoms had come because the ins needed to recharge. It was noted that it had turned itself off. The patient did not think that their ¿tester¿ was calibrated with the recharger. It was noted that the patient was confusing the 3 battery icons on the recharger and patient programmer. The recharger was at 75%. It was noted that the patient was unable to plug into the ac outlet because the ¿plug was broken.¿ it was noted that b was at 3.3 for the left side and 3.5 for the right side. Patient also had program a and the patient used the inss 24 hours a day seven days a week. Patient noted that the patient programmer or ¿tester¿ and it had shown that the ins battery icon was full, the patient pressed the navigation key and it showed low 25%. Patient needed to replace patient programmer batteries. The patient had continued to press on the patient programmer keys and had gotten various screens and had become confused with the screen meaning. The recharger battery did not need to be changed. The patient had received the rechargeable ins 2 years prior to the date of this report because the ins was being replaced every year. The patient was concerns because she was having very strange sensations in her hands and could hardly write. It was noted that this had started on the night of (B)(6)2014. The hand symptoms had started a couple of days prior to the date of this report. The patient believed that the symptoms had started with the battery turned itself off. While recharging overnight the recharger would click and they would get a buzzing around their ear. It was noted that one time the patient¿s right leg had jerked. It was noted that was what would happen when the previous inss were replaced. It was noted that one time the healthcare professional had forgotten to turn the ins on. It was further noted that when the healthcare professional was programming the patients leg jerked and the patient had all these weird things happening and the healthcare professional had said he was doing it too fast. It was later reported that the desktop charger had a broken connector pin, the recharger had a frayed antenna and had it been taped in a certain position. Anomaly appeared to have occurred through product use and there was no indication of patient harm.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type; extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2006, product type: lead. Product ID; 37752, product type: recharger. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).